Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient presented with high out of range pacing impedance from their left ventricular lead in jul 2020. The lead was programmed off at that time. However, patient began exhibiting shortness of breath and fatigue due to the device only pacing in the right ventricle. It was then decided that patient should undergo a lead revision. The physician failed to implant a new lead due to patient anatomy, so the original lead was instead capped. Patient was stable after the procedure and a future lead extraction was recommended.

Event description:
New information received noted that patient presented to the lead extraction procedure on (B)(6) 2021. The left ventricular lead was now not capturing. As the extraction got underway, lead completely fractured and physician was unable to retrieve it. Lead was instead abandoned and replaced. Patient was stable after the procedure.